Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2017-01413. It was reported that the patient experienced lost therapy. System diagnostics revealed high impedance on the lead. Troubleshooting was attempted and effective therapy was restored. However, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Corrected data: the date of the surgical intervention was missing in the initial report. The date of surgical intervention (B)(6) 2017 is added to this report.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2017-01413. It was reported that the patient underwent surgical intervention on (B)(6) 2017 wherein the lead was replaced.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2017-01413. Additional information identified that effective stimulation was achieved post-operatively.